Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: a robotic laparoscopic cholecystectomy was performed at 0800 on 25-mar-2026. Prior to starting procedure - post-anesthesia/prior to port placement, the console was not working. This was an issue of the sites outlets not working. They were able to find working outlets and complete the case robotically. There was no injury to the patient.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the site to further investigate the customer reported issue. The fse arrived to the site, pulled logs and check outlets. All outlets worked at the time of fse arrival. While in the or, an electrician reportedly came in to check the outlets as well. The electrician explained that there was a power cut over and there were a few hiccups that have since been resolved. The fse noted that the system was good and no maintenance activity was needed. The system was working properly and no additional action was required as the issue was resolved. The issue was related to a power transfer the hospital had in the early morning. Site was able to plug surgeon console into a different wall outlet and powered up fine.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and stated that the console had no power. The customer verified that the power breaker at the rear of the console was in the up position. The customer then cycled the breaker at the console and verified that the power cord was secure at the wall. The customer stated she was able to move the power cord to another outlet with still no power at the console. The customer indicated that the patient was asleep and the ports had been placed but they were not docked. They do not have another console available for this procedure. As a result, the customer stated the procedure may be aborted or converted. Attempts to obtain additional information on how the procedure was completed has been made; however no response has been received at the time of this report.